Manufacturer narrative:
Dates of death, event, diagnosis, and implant: dates estimated. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death, is listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use as a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report #.

Event description:
It was reported through a research article identifying absorb bioresorbable vascular scaffolds (bvs) that may be related to the patient effects of death, myocardial infarction (mi), target lesion revascularization and late scaffold thrombosis. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of everolimus- and biolimus-eluting coronary stents with everolimus-eluting bioresorbable vascular scaffolds: two-year clinical outcomes of the everbio ii trial" .

Manufacturer narrative:
(B)(4).